Event description:
Patient's pump would not prime. No other information available. Did the reported product fault occur while in use with a patient: no. If yes, was any medical intervention provided: please explain: unk. Is the actual device available to be returned for investigation: yes. Reported to cvs/caremark by: patient/caregiver. Dose or amount: 50 ng/kg/min. Frequency: continuous. Route: sq.